Event description:
The customer reported that the device is intermittently, and the vitals coming in freezes and does not cross over. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The biomed requests an on-site tc to do a analysis of this issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.